Manufacturer narrative:
Initial reporter was not available at the time of filing. A manufacturer representative went to the site to test the equipment. It was reported that the psu was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found an electrical failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera had an amber light on it. It was reported that the bump sensor was tripped. There was no patient present.